Manufacturer narrative:
An event regarding loosening involving an unknown tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for patient 4 of 5, revised due to pain 4 years post-op and a loose shell. As reported in "early aseptic loosening of the tritanium primary acetabular component with screw fixation": "this series examines 5 cases of acetabular cup loosening in patients who had the stryker tritanium primary cup implanted from 2011 to 2016... Case 4: a (B)(6) man with a past medical history of hypertension and hyperlipidemia underwent a left tha using the posterolateral approach in (B)(6) 2012 with a 52-mm shell tritanium primary cup with 3 screws. Good fixation was noted intraoperatively. His bmi was 25.6 kg/m2 at the time of surgery. At his 3-month follow-up visit, the patient complained of some intermittent pain in his left groin. Radiographs were negative for any evidence of loosening. The patient did not return to clinic until (B)(6) 2016. At this visit, the patient noted continued start-up pain localized to his left groin. Radiographs demonstrated radiolucency around the entire acetabular component and screws, and hip aspirations were all negative for infection. In (B)(6) 2017, the patient's acetabular component was revised. The acetabular component and screws were grossly loose without any evidence of bony ingrowth..."